Event description:
It was reported that pump stopped working and displayed a malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Technical support determined that malfunction occurred on second-hand pump with voided warranty while in-warranty pump was handled for replacement under a separate case, after which no further action was required and complaint case was closed.